Manufacturer narrative:
Troubleshooting steps taken included checking connections and restarting the pump. I confirmed no blood or discoloration in helium tubing. Reviewed proper troubleshooting: inspect tubing, press iab fill for 2¿3 seconds, press start, recheck tubing. Discussed alarm nature and possible clinical causes; none identified at the time.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Event description:
Na.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation, component codes), e1 (event site postal code) pa stated that the nurses changed the pump, but the alarm had occurred a couple times since the change. When asked what troubleshooting they were doing, pa stated they had checked the connections and restarted the pump. Esp personal verified there was no blood or discoloration in the helium tubing. Esp personal and pa discussed the proper way to troubleshoot this alarm: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. Esp personal and pa reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time; however, esp personal gave him direct contact information. Esp personal encouraged pa to call back should the alarm go off several times in an hour so they could troubleshoot it together.